Event description:
On 8/9/1997, a 45 year old male pt underwent a dual-chamber pulse generator implant which was connected to existing atrial and ventricular leads from another MFR. On 4/24/1998, the MFR received a report that the above mentioned pt had experienced two pocket erosions in eight months time. On 4/23/1998, physician decided to make the pocket site deeper so that the pacemaker would be located below the patients breast. Physician unscrewed the ventricular setscrew and removed the pin from the pacemaker header. When physician attempted to remove the atrial setscrew he said it felt like the screwdriver was not engaging in the head of the screw. In the process, the physician damaged the atrial lead. On 4/23/1998, physician elected to explant the dual-chamber pacemaker, cap off the atrial lead and implant a single-chamber pacemaker utilizing the existing ventricular lead. It was reported that the complication was resolved.